Manufacturer narrative:
Based on the information provided to abbott and the service report on 26 jun 2018, the cause for the reported event was due to the external network cable not being connected correctly.

Event description:
During preparation for a supraventricular tachycardia, the amplifier was not communicating so the procedure was cancelled. There were no adverse consequences to the patient.